Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient experienced sweating, couldn't walk and was really confused until he lost consciousness. The patient reported that he was "close to death" at an unspecified time of the event the cgm was reading 10 mmol/l and the blood glucose reading was 1.0 mmol/l. The patient self-treated with 2 gluco pen (glucagon) and then the parent treated the patient with another gluco pen. At the time of the report the patient was not recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - movement disorder.